Event description:
The caller got a reading of 98 mg/dl from his adc device. He lost consciousness and was brought to the hospital. The hospital got a blood glucose reading of 28 mg/dl on their hcp meter. The customer was treated with a glucose drink.